Event description:
Country of complaint: (B)(6). Post operative head breaking. Patient noticed a knocking on the right hip 2 years ago. Involved components: nh054t: 51102657; nc414t: 51074618; nj102: 51083026; nh093: 51021921.

Manufacturer narrative:
(B)(4). Us reporting agent notified on (B)(4) 2013. Manufacturing site evaluation: evaluation on-going.